Event description:
The customer reported that their viewsonic display for the acuity central station had failed. This resulted in a temporary inability to monitor patients centrally until the customer replaced the monitor. There was no report of any patient harm as a result of the reported events. Note 1 for block a: the customer did not provide any patient information.